Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer delivered a correction injection to address bg. Customer reloaded existing cartridge to resolve the issue.